Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. The customer's report was duplicated and the high voltage module and battery board were replaced to remedy the problem. Analysis for reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device would not power up. Complainant indicated that there was no patient involvement in the reported malfunction.